Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to determine the source of the defect reported. Therefore, customer complaint cannot be confirmed and determine the root cause. The manufacturer will continue to be monitoring trending of similar complaints.

Event description:
Complaint alleges: it was reported that the metal tips are twisting after 5 to 6 staples are removed. No patient injury reported. Patient current condition is unknown.